Manufacturer narrative:
The initial MFR report #0003015876-2025-01706 and stryker reference# (B)(4), submitted on 08/21/2025, was submitted in error. The issue (as reported) is not likely to manifest itself in a hazard or function in a manner that would compromise patient safety. The stryker technician confirmed that the main keypad was worn but it was still functional. There has been no confirmation of a failure to the critical functionality of the device.

Event description:
The customer contacted stryker to report that keypad on their device is worn. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involvement in this event.

Event description:
The customer contacted stryker to report that keypad on their device is worn. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involvement in this event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.